Event description:
Procedure: lap chole. According to the reporter: as the port was being removed, white plastic shavings were noted in the abdomen. The abdomen was irrigated but the white shavings were not located. No patient injury was reported. The product will be sent to qa for examination.